Event description:
It was reported that during central processing, on the 8mm monopolar curved scissors (mcs) instrument's front right side of the branch, a small section appeared to have been sanded down. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.